Manufacturer narrative:
Exact date unknown, event occurred 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not getting adequate pain therapy and the ipg was no longer holding a charge. It was stated that the ipg may have moved and appeared to be more shallow in the pocket. The patient underwent a revision procedure wherein the ipg was replaced and discarded. The patient was reprogrammed after the procedure and was doing well postoperatively.